Manufacturer narrative:
Additional information in h6: it was reported that the polarstem modular head (art. No. 75023711 / unknown lot number) broke during surgery. The procedure was completed using a s+n backup device. No surgical delay or injury to the patient was reported. The complaint devices, used in treatment, were not returned for investigation. The reported failure mode could not be confirmed. The lot number of the complaint device is unknown and the complaint history review and production documentation review could not be performed. Due to the insufficient information, the root cause could not be determined conclusively. Should additional information become available, the complaint investigation will be reopened. No further actions are deemed necessary. Smith+nephew will continue to monitor for similar issues.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the polarstem modular head broke during surgery. The procedure was completed using a s+n backup device. No surgical delay or injury to the patient was reported.